Event description:
Event description guidant received information that this transvenous defibrillation lead was removed from service due to damage done by physician during repositioning procedure. There was a possible dislodgement of the lead, while attempting to reposition the lead the physician applied to much force and the proximal coil broke. The lead removed and a new lead same model was implanted.